Event description:
The facility reported a flogard infusion pump with an f-13 failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-13 was not confirmed or duplicated by baxter service personnel. No root cause was determined and no repairs made to the device for the reported condition. Additional information: a device history review revealed no abnormalities were found during manufacturing. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.